Event description:
The user facility reported bundle stains. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeled off. This report is being submitted for the malfunction found during device evaluation (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (bundle stains) was confirmed and found to be caused by external factors. It was observed that there were stains on the image due to damaged image guide bundle. In addition to coating peeling off, service found the bending angle was out of specification due to wear of the angulation wire, there was some liquid leakage in the illumination lens, the flexible tube of the insertion section was crushed, the adhesive on the bending section cover was chipped, the paint on the eyepiece was peeled, the ventilation mouth ring under the grip was scraped, the paint on the diopter ring was peeled, and the display on the base of the light guide mounting part was unclear. Scratches were observed on the control section, the insertion part corrugated tube protector, the eyepiece, the control section cover, the grip, the angle lever, the up down plate, and the diopter ring due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube was peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.